Event description:
The complainant reported that the catheter leaked at the hub after the first power injection. As the physician drew back on the injector, air was observed in the injector tubing. This occurred during injection of contrast for the aortogram portion of a runoff procedure to image the lower extremity vasculature. The catheter was removed and there was no harm or injury to the pt.

Manufacturer narrative:
Evaluation summary: the suspect device was returned to merit for evaluation. The catheter was functionally tested and the complaint was confirmed. A leak was found at the hub to catheter bond area. The device was inspected visually with the unaided eye and with magnification. There was insufficient adhesive found at the hub to catheter bond. The device history record was reviewed and there were no units rejected during the leak test. Complaint data was reviewed and there have been no other complaints reported for this lot. Although merit periodically receives similar complaints, they occur infrequently and none have resulted in pt/user injury. The device failure caused the event. Production personnel will be notified of this failure to reduce potential for reoccurrence. Merit will continue to monitor events of this type. Method: device history records reviewed, complaint data reviewed. Results: catheter.